Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead dislodged post-operatively to the low right atrium. The physician retracted the lead slightly with the intent of putting it back in the appendage, but could not advance or manipulate it. The lead was capped and replaced. No patient complications have been reported as a result of this event.